Event description:
Information received indicates the brake will "pop" out of the locked position.

Manufacturer narrative:
The hill-rom technician replaced the brake bearings, bushings and stiffener plate to repair the bed.